Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) replaced the axsym solution 3 pump because it was not working. The fsr documented that the solution 3 fmi pump was replaced as a hard failure, and was worn out from normal use. The fsr reviewed the axsym message history log and replaced and calibrated the sampling probe, because 5013 errors occurred on (B)(6) 2011. The fsr performed a successful toxo igg precision run. The fsr documented that the probable cause of the discrepant results was the issue with the solution 3 pump, and that the axsym was working according to the expected specifications after service was completed. A crashed/damaged sampling probe may also have contributed to the discrepant result generation. A review of customer complaints and current axsym labeling was performed. The axsym system operation manual contains adequate information for resolving discrepant result issues. The manual also contains adequate information for resolving error code 5013 generation. A complaint review found there have been no additional incidents of discrepant result generation by axsym serial number (B)(4) since the solution 3 pump and sampling probe were replaced. There were no adverse trends identified for the issue being evaluated. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. No deficiency was identified for the axsym analyzer list no. (B)(4), or the axsym fmi pump related to the issue under evaluation.

Event description:
The customer stated that a positive axsym toxo igg result of 95 iu/ml was generated on a patient known to be negative. The sample retested negative at 0 iu/ml. The result was not reported out of the laboratory. No impact to patient management was reported.